Event description:
It was reported that during a stroke intervention case, the aspiration catheter(subject device) was attempted to reach a clot located in the mca (middle cerebral artery (m1) segment but was not able to the reach the clot. The device was removed from the patient's body and was found to be fractured approximately 12cm from the distal tip. The physician replaced it with a another brand catheter and the clot was removed,completing the procedure without any clinical consequences to the patient.

Manufacturer narrative:
A DHR (device history record) review was performed for the lot number implicated in this complaint and no manufacturing issue was found related to the reported event. The device met all required specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Visual and microscopic inspection of the returned device revealed that the catheter was seen to be broken/fractured along the shaft and therefore the reported event was confirmed. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a stroke intervention case, the aspiration catheter(subject device) was attempted to reach a clot located in the mca (middle cerebral artery (m1) segment but was not able to the reach the clot. The device was removed from the patient's body and was found to be fractured approximately 12cm from the distal tip. . The physician replaced it with a another brand catheter and the clot was removed,completing the procedure without any clinical consequences to the patient.